Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked near the ¿l-shaped¿ area of the cartridge. The user¿s blood glucose (bg) level was 302 mg/dl. The bg level was addressed with a bolus. The user successfully loaded a new cartridge.